Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 26 mg/dl at the time of the incident and 20 mg/dl earlier. The customer was assisted with troubleshooting. The customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did not alleging insulin pump for over delivery. The device will not be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to detached end cap.